Event description:
It was reported pt had a micl 12.6 mm implantable collamer lens implanted in the left eye on (B)(6) 2008. As part of the post market study, the pt reported experiencing a vitreous detachment. No further info was given by the pt. The doctor¿s office was contacted and further info was requested, but none has been forthcoming. A supplemental medwatch will be submitted when further info is available. See MFR # 2023826-2012-00619 for left eye.

Manufacturer narrative:
(B)(4). Method ¿ lens work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).